Event description:
Acct states that leakage occurred from the seam of the housing of the bottom of the filter ("at the end where the blue clamp is"). States the leak occurred during the infusion of taxol on a pediatric pt. Taxol leaked onto the clothing of the child, but there was no injury to child. Set change was only intervention & is considered a nursing intervention. Sample available but contaminated with chemotherapy.